Event description:
Facility reported that a patient was scanned on a toshiba CT system and had surgery performed on the wrong side of the body.

Manufacturer narrative:
This situation can only happen if the operating technologist positions the patient into the gantry and then selects the incorrect patient orientation icon on the control console. The toshiba representative was told by the CT department supervisor that she understands that this is a matter of training the in-house staff on the proper operation of the equipment and that the equipment did not fail or cause this incident in anyway. We received a copy of the medwatch report that was submitted by the hospital.